Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/06/2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2017 with the following findings:. A review of the black box showed two power on reset events following a replace battery alarm and one unexplained power on reset event. The complaint of intermittent power was unable to be confirmed due to continued use of the pump. The returned battery cap and test cap were able to attach to the pump but continued to spin. The battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper. All battery cap contact heights and widths were within specification. Evidence of moisture was found behind the display lens. A leak test was performed and failed due to a battery compartment leak. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. The pump was opened to find evidence of moisture on the force sensor plate. The complaint of intermittent power was unable to be duplicated during investigation. Unrelated to the original complaint, the pump was cracked between the case seal and the keypad cover, and between the case seal and the display lens corner. The display was dim and fading pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.